Manufacturer narrative:
A ge service representative performed an onsite investigation. The leg extension was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the leg extension (foot board) was sticking and difficult to remove. There is no report of pt or staff injury associated with this event.